Event description:
It was reported that: "screw driver tip broke while tightening a 30mm screw. Broken tip was retrieved another screw driver was used to complete the procedure".

Manufacturer narrative:
This event is related to similar events where the tip on the universal and straight driver shaft twists and/or fractures. Similar previous pers indicated that the tip of this driver deformed due to torsional overload. This failure mode is observed when the driver is over torqued, the driver tip wears excessively due to repeated use of the driver, or when the driver tip is angulated extremely within the screw head during use. The root cause of this event is likely user related. Device history review records for catalog # 2107-1015, lot # f3n5993 indicated that 193 devices were accepted into final stock in (B)(4) 2008 with 1 reported discrepancy unrelated to this event. Complaint history review shows that indicated that there have been similar reported events for these product families. Ecn 00246 was implemented on (B)(4) 2005 to improve the fit of the driver tip and screw head and reduce the likelihood of driver tip deformation. Visual inspection indicated that the device was returned in used condition. It is apparent that the tip of the universal driver shaft sheared off.